Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received insulin no delivery alarm. The customer's blood glucose level was unknown at the time of incident. Customer also stated that the event was not resolved by trying all remedies. Troubleshooting was performed. The device will not be returned for analysis.